Manufacturer narrative:
The complaints for ''general risk - failure - balloon burst'' and ''withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath'' were unable to be confirmed as no applicable procedural imagery or returned complaint device were provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the physician added 4 cc of volume to the atrion not anticipating using all of the volume but only wanting to pace once. The 29mm commander delivery system balloon ruptured circumferentially'' and ''the patient had mild calcium in the landing zone''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 4cc's was added to the balloon, which suggests the possibility of excess volume being used during thv deployment. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) may have contributed to the balloon burst while procedural factors (withdrawal of burst balloon) may have contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tmvr procedure with a 29mm sapien 3 valve, the physician added 4 cc of volume to the atrion not anticipating using all of the volume but only wanting to pace once. The 29mm commander delivery system balloon ruptured circumferentially during deployment at full inflation. The team got the balloon back in the 16f esheath plus but had a venous tear when removing the sheath and commander as one. Manual pressure was held and no cutdown was necessary. The patient was stable throughout. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The indication for the procedure was stenosis. The patient had mild calcium in the landing zone. The perceived root cause of the vessel injury was due to the balloon coming back through the sheath. It appeared the delivery system was completely withdrawn into the sheath on the fluoro but appeared to have ripped the sheath as everything was pulled out as one. All balloon pieces were accounted for upon removal.